Manufacturer narrative:
Suspect medical device, device manufacture date: pump: gtin # (B)(4). Upn# (B)(4). Batch/lot # 181503005. Mfg date 08/07/2017. Exp date 07/21/2022.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) cylinders and pump removed on (B)(6) 2018 due to fluid loss of tubing. An ams700 14cm cxr cylinders and ms pump were implanted.

Manufacturer narrative:
Analysis: cylinder analysis: the ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage. The cylinder had broken fabric threads. The other cylinder performed within specifications. The product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required. Pump analysis: cylinder fluid loss was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. When the pump was functionally tested it failed the 8 lb. Activation test twice. The pump required greater than 8 lbs. Of force to activate. The pump passed all other functional tests. Returned to manufacturer date. Suspect medical device, device manufacture date: pump: gtin # 00878953003986. Upn# 72404310. Batch/lot # 181503005. Mfg date 08/07/2017. Exp date 07/21/2022.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) cylinders and pump removed on (B)(6) 2018 due to fluid loss of tubing. An ams700 14cm cxr cylinders and ms pump were implanted.

Manufacturer narrative:
Suspect medical device, device manufacture date: pump: gtin # 00878953003986, upn# 72404310 , batch/lot # 181503005, mfg date 08/07/2017, exp date 07/21/2022.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) cylinders and pump removed on (B)(6) 2018 due to fluid loss of tubing. An ams700 14cm cxr cylinders and ms pump were implanted.